Manufacturer narrative:
This event occurred in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set did not fit an extension set and was unable to be connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal any issues related to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.